Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that after pre-flushing the catheter, the customer found white flakes on the guide wire when removing it. The department complained that they were afraid to use it. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white coating material along the stylet is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc catheter with its inlaid stylet and t-lock assembly was returned for evaluation. An initial visual observation showed blood residues along the returned catheter and stylet. White flakes were observed along the proximal end of the stylet proximal to the rubber stopper. A slight bend was observed along the stylet proximal to the rubber stopper. A microscopic observation revealed bunching of the stylet coating along the proximal end of the stylet proximal to the rubber stopper. No significant bunching of the stylet coating was observed distal to the rubber stopper along the stylet. A root cause could not be determined from this failure; however, potential root causes include pulling the stylet out of the rubber stopper at an angle, manufacturing related deficiencies, or other unknown clinical usages. This complaint will be recorded for future trending and monitoring purposes.